Event description:
Analysis of the generator was completed on (B)(4) 2015: review of the ram/flash data downloaded from the generator shows no indication of increased impedance; the "diagvinitialprechange" value of 0 ohms, the "diagvinitialpostchange" value of 4000 ohms, and the time of change detection (B)(6) 2015 (date of implant). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during generator replacement for end of service, high impedance was observed with the new model 105 generator when attached to the lead. The generator was removed from the lead and the test resistor was used to test the new generator which again showed high impedance. Another new generator was then used with the lead and then device diagnostics were then within normal limits. The unused generator showing high impedance was received for analysis. Analysis is underway, but has not been completed to date. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution